Event description:
It was reported that there was an unspecified "deficiency" with an implantable pulse generator (ipg). It was also reported that the ipg had reached elective replacement indicator (eri). Follow up to determine the exact nature of the event was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
It was further reported that the device did not meet longevity expectations.

Manufacturer narrative:
(B)(4).